Event description:
It was reported that the power inlet module and main voltage circuit card were melt. They replace these two parts with new ones, but the chiller compressor was still unusual hot. This unit was sweltering during working than other arctic sun units, there might be some problem in the chiller assembly. Per review of wo on 12dec2025, device was used on patient. No patient was hurt. Replaced the unit by another arctic sun.

Manufacturer narrative:
The reported issue is confirmed. The root cause of the reported issue is covered in CAPA 1405844. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier, root cause. Inadequate verification and validation activities of the crimping process, single pull test did not provide stability of process, evidence was not provided when requested for maintenance of records or crimp tools, and no crimp cross sections provided. The device was evaluated. The power inlet module and main voltage circuit card were melted. The power inlet module and main voltage circuit card were replaced. The chiller was unusually hot. The chiller was replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. A labeling review is not required because labeling could not have prevented this issue. A DHR review was conducted as part of CAPA 1405844 to confirm the device met all applicable manufacturing requirements. CAPA 1405844 has been opened for this failure. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the power inlet module and main voltage circuit card were melt. They replace these two parts with new ones, but the chiller compressor was still unusual hot. This unit was sweltering during working than other arctic sun units, there might be some problem in the chiller assembly. Per review of wo on 12dec2025, device was used on patient. No patient was hurt. Replaced the unit by another arctic sun.